Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. Customer¿s blood glucose value was 550 mg/dl. Customer also stated that the insulin pump had a 9 insulin flow blocked alarm for the past 5 days. Customer stated that the customer had tried all the remedies still insulin flow block alarm occur. Customer stated that the infusion set was not bent or kinked. The device will return for the analysis. The device will not return for the analysis.